Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26 mm sapien 3 ultra valve after a successful valve deployment the commander delivery system balloon ruptured, when attempting to remove the delivery system, there was resistance felt when entering the 14fr esheath+. Once resistance was met, the team decided to cut the delivery system in two, withdraw the portion that was already back in the esheath, and snare the remaining portion of balloon left in the patient. This was done successfully. The patient remained stable throughout the removal. Per follow up, the balloon was fully inflated when the burst occurred, there was coaxial alignment of the delivery system upon re-entry into the distal end of the sheath, they waited approximately three minutes after deflation to withdrawal and the team used sterile wire cutters to cut the delivery system shaft in two. The proximal portion was then withdrawn, and the remaining distal portion was snared. The balloon burst at the end of valve deployment and no surgical cutdown was required.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required for this event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. Imagery was provided by the site and reviewed by an edwards imager. There is confirmed presence of calcification and calcified pre-existing surgical valve. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on provided photos of alleged device available information from provided 3mensio imaging suggests presence of calcification on pre-existing surgical valve likely contributed to the event. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.